Event description:
During an easy removal, staff noticed 7-10 cm of catheter tip was missing. Foreign body believed to be located in t5-6 soft tissue only on MRI. Pt asymptomatic per neurology consult. May be nidus of infection should the pt need chemotherapy at later date.